Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4 and h6. H10: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; the device performed according to product specifications. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This events occurred over the last two to three months from the report date. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quantity (at least seven) of vented paclitaxel sets would not flow after spiking to unknown bags. This was discovered during mixing in the pharmacy. There were no signs of physical damage to the product or shipping packaging. There was no patient involvement. No additional information is available.